Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer¿s blood glucose level, confirmed not exceeding 500 mg/dl. The customer was instructed by technical support to inspect and clean various components, ensuring all parts were in place, and to follow the on-screen loading instructions. The customer successfully completed the load process and resumed insulin use without further issues.